Event description:
While maneuvering the palmaz genesis back to the target site to deploy the stent, the stent dislodged; therefore, the physician was not able to place the stent, the stent was snared from the patient. There were no reported patient complications. There was no resistance encountered during the procedure. Patient vessel characteristics are unknown. There were no other anomalies noted.

Manufacturer narrative:
While advancing the palmaz genesis stent delivery system (sds) to the target lesion, the stent dislodged. Per report, there was no resistance encountered during the procedure. Vessel characteristics were not provided. No additional information is available. The product was not returned to cordis for analysis. Films of the procedure were not provided for review. A definitive conclusion as to the root cause of this event cannot be determined with the information provided; however, it is possible that vessel characteristics and/or user handling could have contributed to the event. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp), including stent retention values.